Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were having to get up 3 times at night and experienced a lot of utis so they were wondering if the battery was going out or if they needed their programming adjusted. They stated they would like to schedule a wellness visit. They called patient services on (B)(6) 2024 and said they broke their leg a year ago and have had multiple utis since then, and their bladder was having some problems. Patient said they hadn't been able to be under control of their bladder and wanted to know if they could increase their stimulation to see if that would help. Patient stated that they had not made any adjustments in over 5 years. Agent offered to assist the patient over the phone, but the patient stated that they did not have their external equipment with them. The patient was redirected to their healthcare provider to further address the issue and the agent provided physician phone numbers. Patient stated they will call back for further assistance if needed.